Manufacturer narrative:
The operation log confirms that the dose for this delivery was reprogrammed from 5.0mg/hr to 999.0mg/hr. The user was notified via audible and visual alarm that the reprogrammed dose was outside the hospital defined dose limit for this medication. The clinician chose to override the alarm message and confirmed the out-of-limit dose prior to initiating the infusion. The pump was tested by the manufacturer and operated within specifications.

Event description:
The biomed reported that the pump was being used for a cardizem infusion, and the rate reportedly changed to 999mg/hr. No patient injury.